Event description:
On 12/13/2023, it was reported by a sales representative via (B)(4) that an ar-3636h fibertak anchor broke. This occurred during use in a case with no patient effect. Five minute delay. #1: during the first anchor surgeon was trying to tension the repair suture and it broke in his hand outside the body. We were able to grab the suture closer to the skin and finish tensioning before cutting the suture free and moving onto the second anchor. #2: on the second anchor the fork tip on the implant insertion handle got stuck in bone. When he pulled it out one of the fork tips was missing. Upon x-ray we could not find it in the bone or in the skin/tissue. The drilled hole should have been plenty deep as we chucked up the drill pin about 1 cm extra (see pic). We used the curved drill kit ar-3638dhc lot # 15078448. Then when simply passing the repair suture around the labrum the suture broke somewhere between the anchor and the skin. We were not able to recover using the blue repair suture and had to cut out. We did use the white and black shuttle suture as a repair suture tying knots.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation confirmed. One unpackaged ar-3636h serial/batch number 14987060 was received for investigation. The device arrived for evaluation with three sealed ar-3636h, batch number 14987060. The visual evaluation determined that the anchor suture system had broken off. The pieces of sutures were frayed. No damage was observed on the inserter. Functional testing does not apply for this device. The most probable cause for the reported failure could be user error or excessive force.